Manufacturer narrative:
Date of event: (B)(6) 2012

Event description:
A report was received that the patient had a procedure related infection within the week after the trial implant. Antibiotic was given to the patient. The patient is doing well now.